Event description:
Patient's nurse (B)(6) reported that patient needed a replacement pump, says system error with code 20 and it says call provider, unknown if patient (pt) missed a dose; no adverse events reported; unknown if available for return; unknown if medical doctor (md) aware. No further information provided.